Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. However, when customer was in the process of reloading cartridge to resume insulin therapy, pump reset unexpectedly. Pump time and date were found to be incorrect after shutdown and reset. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 120 mg/dl.